Event description:
The consumer's daughter alleges that when her mother sits on the 91-2 shower chair, the legs splay out and she goes all the way to the ground. The caller states the screw in the middle where the legs attach to the seat is bent.